Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, opening, crease fold, black particles. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify opening sharp in the radius and broken sharp plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius edge assessed as an unidentified (tear) opening; a sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A patient reported they experienced the event of ¿am going to have my implants replaced after having these for 22 years. My doctor says that these gel implants are safe but I am worried because in the past there was issues with silicone¿. Additionally, healthcare professional reported left side exchange due to patient's concern with the product and capsular contracture, baker grade iii. Device remains implanted.